Event description:
Caller reported malfunction on pump, specifically displaying malfunction code malf 16-0x20e6. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support arranged to send replacement pump and provided instructions on returning the malfunctioning device. Caller was instructed to use multiple daily injections (mdi) as a backup for insulin delivery and was advised on the steps to take with the new pump upon its arrival.